Event description:
It was reported that cardiac perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, but the echocardiogram imaging was not showing the device in the laa. The physician questioned if they were in the pulmonary vein and not the laa. The closure device was recaptured and removed from the patient. The patient became hypotensive and a pericardial effusion with cardiac tamponade was noted to have occurred. A pericardiocentesis was performed with blood being drained and reinfused back into the patient. During this intervention the patient required cardiopulmonary resuscitation. The physician deployed a new 20mm closure device in the patient to attempt to treat the perforation in the laa, however the patient was not stable. A cardiac bypass machine was brought in for the patient and the patient underwent open heart surgery. During surgery the 20mm closure device was removed and the laa of the patient was ligated. The patient was taken to the intensive care unit to recover from this event.